Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not on patient profile and was unable to add medication to patient profile. A technical support specialist (tss) received a report that medication was not visible on the patient profile and could not be added. The tss remotely accessed the system and identified that certain items had been rejected and advised coordination with pharmacy to update the medication on the profile. The tss later guided the customer on adding oxycontin 10 milligram extended release to the profile, after which the medication was successfully added and became available for removal, resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication was not on patient profile and unable to add medication to patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.